Event description:
The pt contacted shiley to report that his bjork-shiley convexo-concave aortic and mitral valves would be electively replaced and requested to have the valves returned for examination. Microscopic examination revealed a single leg separation of the right outlet strut leg of the mitral valve. Subsequently, shiley was notified that the pt died 7 days following valve replacement surgery.

Manufacturer narrative:
The valve was examined with a light microscope at 20x magnification. The right leg of the outlet strut was found to have separated from the valve flange (termed a "single leg separation"). The left leg of the outlet strut was found to be intact. According to the valve examination report, wear patterns, scratches, and instrument marks typical for valves implanted for periods greater than 25 years were noted on the outlet strut, inlet strut, flange inner diameter, rims, and disc.